Event description:
It was reported that the left ventricular (lv) lead had high thresholds since implant. The lv lead was capped and not replaced. It was also reported that the device was at elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).